Event description:
The pt's (B)(6) scs sys includes a percutaneous lead placed above her eye (off-label). During a reprogramming session following an ipg revision, it was reported the pt's lead exhibited high impedance measurements. The pt has reportedly experienced tightness and pulling in her lower back left lumbar region since the surgery. Additionally, during the revision, it was observed that the pt's lead had migrated. A subsequent x-ray appeared to substantiate the migration revealing that the lead had disconnected from the header block for contacts nine through 16 inhibiting the flow of stimulation from these contacts. Surgical intervention was undertaken on (B)(6) 2011 to address the lead issue. Visual examination of the lead connection found no anomalies; however, the impedance issues remained. The procedure was completed with no further intervention from the physician. Currently, the pt is feeling no stimulation from the supraorbital lead and will continue to work closely with the physician for resolution of this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.